Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported two days after the pacemaker was implanted, the patient developed dyspnea. A scan confirmed the existence of a pleural and pericardial effusion. The following day the patient expired from cardiopulmonary arrest. Additional information related to the cause of death was requested and not received.